Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 240 mg/dl. Customer stated that she went to enter her blood glucose level and the keypad began to scroll endlessly before giving her a button error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.